Event description:
The advocate called in for help with the customer's meter. While troubleshooting, it was discovered the meter was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.